Event description:
Nellcor puritan bennett received a call from medical repair on 05/23. Medical repair called to report the following problem: all leds on stand by with constant alarm. No volume delivered. Unable to reset until standby is pressed for 3 seconds.